Event description:
The customer's father reported via phone call that the insulin pump alarmed motor failed self-test every morning. The customer was waking up with a high blood glucose of 500 mg/dl. The insulin pump also alarmed no delivery every morning. The issues began two weeks ago. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No error alarm was noted and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.